Event description:
Philips received a complaint on the v60 ventilator indicating that there was misalignment of the detected touch position of the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on 15apr2026 and observed the touch misalignment issue. A touchscreen calibration did not resolve the issue, so the touchscreen was replaced. Following the replacement and issue resolution, the asp completed a comprehensive inspection, cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.